Manufacturer narrative:
Philips service replaced the footswitch with a spare onsite, and a wireless unit was placed on backorder. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the foot pedal cable was damaged and replaced with a spare onsite on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.